Event description:
It was reported that this was an unknown closure of an unknown vessel using 2 proglide devices related to an unknown procedure. Reportedly, an unknown issue occurred. An unknown method was used to achieve hemostasis. No additional information was provided at this time.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Unused sterile devices of the same lot number were returned and successfully tested with no anomalies noted. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.